Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient with diabetes changed her infusion site in the morning and, approximately one hour later, experienced hyperglycemia with a glucose level of 320 mg/dl. The infusion site was noted to be leaking and emitted an odor consistent with insulin. The patient removed the site to inspect the source of the leakage. The cannula was not bent; however, when the fill cannula option was activated twice, no insulin drops were observed. The leakage appeared to originate from another area within the infusion site, and the plastic disc was noted to be lifting from the adhesive. At the time of the new site change, the patient administered a manual correction via the pump for a glucose level of 349 mg/dl. The event involved a patient; however, no harm was reported.